Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 05/31/2011 and 06/15/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported having a pt with a possible unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt also had corneal edema the day following the implant. The surgeon also reported that the usual markings on the iol were not in line with what he normally notices. Additional information has been requested.